Event description:
During the implantation of the inspire stimulation lead, the patient's external jugular vein was lacerated during tunneling. The bleeding was not easily controlled and more advanced intervention was needed. The surgeon made a secondary incision approximately 5cm long and 5cm below the primary stimulation lead incision. This allowed access to the source of the bleeding and he was able to deliver the proper intervention to control the bleed.